Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (2.5 mg/ml at 0.6 mg/day) via an implantable pump for spinal pain. It was reported that the pump shutdown code was provided per the hcp request. It was reported the hcp did a refill on (B)(6) 2021 and pulled out a "high residual volume" from the pump reservoir which was more then what was expected. They started to suspect there was maybe a catheter issue but then after the refill the patient had "overdose" symptoms, so now they believed there might be something wrong with the septum.